Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the optic broke off inside the patient. The broken piece was retrieved from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 23-dec-2021: the scope broke on the handpiece during the arthroscopic procedure and surgeon was not even aggresive with handling it and operating. Update swit 29-dec.2021: the shaft broke in the middle.

Manufacturer narrative:
The device was subjected to functional testing. Live video was produced. However, the hypotube is broken. The internal diameter and external diameter of each piece of the hypotube was measured using x-ray imaging and the wall thickness of different sections of the hypotube were compared using x-ray imaging. This revealed that the outside diameter of the hypotube was in specification. The reported event of "the optic broke off inside the patient. The broken piece was retrieved from patient" is confirmed. The root cause remains undetermined.